Manufacturer narrative:
Visual inspection. During the investigation, scratches on the outer housing of the m.blue were determined permeability test: a permeability test has shown that the m. Blue is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the m. Blue operates within the accepted tolerance in the vertical position, but not in the horizontal position. A reduced outflow of m. Blue in the horizontal position was determined. Adjustment test: the m.blue valve was tested and is partially adjustable from 30 to 36 cmh2o. Braking force and brake function test: the brake functionality test has shown that the brake function is operational. However, the braking force cannot be measured due to the partially adjustable of the valve. Internal inspection: after dismantling of the valve, organic deposits were found. Results: according to the investigation results, a limited adjustability and a reduced outflow in the horizontal position of the m. Blue were determined. The visible deposits led to the functional deviations. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report.

Event description:
It was reported that an m.blue valve (#fx800t) was implanted. According to the complainant, the valve caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure.